Manufacturer narrative:
Follow-up #1 date of submission 04/05/2016 - product analysis: the device was returned and evaluated by product analysis on 03/10/2016 with the following findings: no pump issues were experienced or confirmed with investigation. Review of the pump¿s black box revealed multiple loss of prime alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on an unknown date was above 23 mmol/l with extreme thirst, excess urination, and extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the prime steps were not being properly completed as per the instructions for use. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to an alleged use error.